Event description:
The customer reported that there was intermittent loss of a fluoro image, there was no fluoro, and there was a distorted/torn image on the monitor.

Manufacturer narrative:
The ge service rep troubleshot the system and the problem seems to be a loss of video synch from the ccd camera, new camera on order. He replaced the camera but this did not correct the problem. He installed the original camera. Upon further inspection, he found video ground pin recessed in the lemo receptacle then repaired the pin. The system functions normally at this time.